Manufacturer narrative:
Initial report filed under manufacturer number 3003721894-2017-00003 for (B)(4), ultra corega crema sin sabor. This number has since been changed to 3003721894-2017-00042 as the suspect product was confirmed to be corega not ultra corega crema sin sabor. All follow up reports will be submitted under the current manufacturer number of 3003721894-2017-00042, corega, (B)(4). Corega is marketed in the us as poligrip. No product complaint investigation was enacted on site as the complaint was closed using cim (reference (B)(4)), therefore it's unsubstantiated.

Event description:
Parkinson's disease [parkinson's disease], excess of salivation [saliva secretion excessive], lack of adherence [device adhesion issue]/ case description: this case was reported by a consumer via call center representative and described the occurrence of parkinson's disease in a (B)(6) male patient who received gsk denture adhesive (formulation unknown) (ultra corega crema sin sabor) unknown (batch number 548p, expiry date april 2019) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started ultra corega crema sin sabor. On an unknown date, an unknown time after starting ultra corega crema sin sabor, the patient experienced parkinson's disease (serious criteria gsk medically significant), saliva secretion excessive, intentional device misuse, product complaint and device adhesion issue. On an unknown date, the outcome of the parkinson's disease, saliva secretion excessive, intentional device misuse and product complaint were not reported and the outcome of the device adhesion issue was unknown. It was unknown if the reporter considered the parkinson's disease, saliva secretion excessive, product complaint and device adhesion issue to be related to ultra corega crema sin sabor. Follow-up information received on 12 january 2017: upon investigation the complaint was found to be unsubstantiated. Follow-up information received on 16 january 2017: it was reported that the correct name of suspect drug was verified through the batch number. Suspect drug was amended from 'ultra corega crema sin sabor' to 'corega'.